Manufacturer narrative:
(B)(4).

Event description:
Updated information - new wires put in to secure the frame which required additional surgery.

Manufacturer narrative:
(B)(4). The associated devices were returned and evaluated. The visual inspection of the returned device confirms that the wire is broken and bent. No relevant clinical supporting documents have been provided to conduct a thorough analysis of the reported issue. Our lab did an analysis and the results were: an edxa spectrum analysis of the component revealed a composition comparable to stainless steel. It is unknown from the information provided the manufacturer, therefore no further analysis could be conducted. A definitive root cause cannot be determined. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that a revision surgery was performed to replace a broken wire.